Event description:
It was reported that no disposable cadd legacy 6400 pump alarms using 100 ml flow stop cassettes from lot 4219994, expiration 10/nov/2026. Drug has been wasted mixing new cassettes. No further details given.